Manufacturer narrative:
(B)(4). The customer returned call to animas to clarify that the display was dim and still legible. The reporter denied moisture or corrosion to the pump. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Supplemental # 2, date of submission 05/02/2014: the product was returned and evaluated by product analysis on 04/18/2014 with the following findings: visual inspection confirmed that the display screen was dim, pink, and had fading lettering. Unrelated to the display issue, a crack was observed on the top of the battery compartment extending toward the pump case seal.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.